Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were being implanted and defibrillation threshold (dft) test failed with various shock energy deliveries and external rescue was required. The pocket was closed and an azygous coil was implanted at another surgical intervention. The rv lead was moved to a more apical place. Again, all dft test failed and shock impedance, as well as all other measurements were still within expected range. Different procedural options were discussed for the future, but the ICD and the rv lead remain in service at this time. No additional adverse patient effects were reported.